Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time and was unable to communicate with external devices. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4). Corrected data the patient was not able to charge because the ipg was not communicating.

Event description:
The patient was not able to charge because the ipg was not communicating.